Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2017, product ID: 6935m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and high thresholds on the left ventricular (lv) and right ventricular (rv) leads. The leads were revised and remain in use. No patient complications have been reported as a result of this event.